Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system remote manager requires maintenance. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was failed to recover and it requires maintenance. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d unique identifier (UDI), medical device serial and section h device manufacture date. D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the remote manager at the station had failed and could not be recovered. A field service engineer replaced the latch on the refrigerator, as it could not be recovered. The refrigerator was tested multiple times using the medication application and passed all tests without failure. The system functioned as intended after the field service engineer repaired the device.